Event description:
It was reported that the user unintentionally navigated to the fill tubing function and became stuck on the press and hold screen; the user did not press and hold while connected to the pump, then disconnected the infusion set, performed the press and hold to confirm drops, and returned to the main screen before reconnecting, with a reported blood glucose of 162 mg/dl. Symptoms included no adverse clinical effects. Outcomes included no injury, no hospitalization, and no interruption of therapy beyond transient navigation delay. Investigation included user guidance and troubleshooting education to complete the sequence and restore normal device use. Investigation of this case revealed user interface confusion during the fill workflow without evidence of device malfunction, with normal function confirmed after proper steps were followed. It was concluded, based on previously established findings for similar reports, that the cause was user interaction error during device navigation.